Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration/ migration of essure device location of device: could not locate'), fallopian tube perforation ('perforation: fallopian tubes'), genital haemorrhage ('general abnormal. Bleeding') and pregnancy with contraceptive device ('pregnancy: birth - no complication / pregnancy (with complications)') in a 29-year-old female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"). In (B)(6) 2016, the patient experienced dental caries ("other injuries/symptoms: dental problems"), headache ("other injuries/symptoms: headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2016, the patient experienced fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("urinary tract infections"). In (B)(6) 2016, the patient experienced alopecia ("other injuries/symptoms: hair loss"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain lower ("lower abdominal pain"), anaemia ("anemia") and placental disorder ("placenta") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2019 and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, dental caries, headache, nausea, weight increased, hypersensitivity, female sexual dysfunction, urinary tract disorder, cystitis, vulvovaginal mycotic infection, urinary tract infection, abdominal pain lower, anaemia and placental disorder outcome was unknown, the dysmenorrhoea, back pain, alopecia and migraine was resolving and the vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cystitis, dental caries, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, placental disorder, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: as per source document plaintiff states that she had essure insertion done (B)(6) 2015 left coil and (B)(6) 2015 right coil. Plaintiff was implanted with the essure permanent birth control device on or around 42345, in the state of texas. Discrepancy noted in essure confirmation test date(B)(6) 2006. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, general abnormal. Bleeding, fallopian tube perforation, uterine perforation, bladder problems, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test results of confirm. Test: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2016: total bilateral occlusion. Batch no d08059: production date 2014-09-17, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration/ migration of essure device location of device: could not locate'), fallopian tube perforation ('perforation: fallopian tubes'), genital haemorrhage ('general abnormal. Bleeding') and pregnancy with contraceptive device ('pregnancy: birth - no complication / pregnancy (with complications)') in a 29-year-old female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 6. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"). In (B)(6) 2016, the patient experienced dental caries ("other injuries/symptoms: dental problems"), headache ("other injuries/symptoms: headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2016, the patient experienced fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("urinary tract infections"). In (B)(6) 2016, the patient experienced alopecia ("other injuries/symptoms: hair loss"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("yeast infection"), abdominal pain lower ("lower abdominal pain"), anaemia ("anemia") and placental disorder ("placenta") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2019 and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, dental caries, headache, nausea, weight increased, hypersensitivity, female sexual dysfunction, urinary tract disorder, cystitis, vulvovaginal mycotic infection, urinary tract infection, abdominal pain lower, anaemia and placental disorder outcome was unknown, the dysmenorrhoea, back pain, alopecia and migraine was resolving and the vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cystitis, dental caries, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, placental disorder, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: as per source document plaintiff states that she had essure insertion done (B)(6) 2015 left coil and (B)(6) 2015 right coil. Plaintiff was implanted with the essure permanent birfh control device on or around 42345, in the state of texas. Discrepancy noted in essure confirmation test date (B)(6) 2006. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, general abnormal. Bleeding, fallopian tube perforation, uterine perforation, bladder problems, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test results of confirm. Test: bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received. Lot number and lab data added. Events ; abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: hypersensitivity, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, infection (bladder/urinary tract/vaginal) type: bladder, yeast infection, urinary tract infections, migraines, lower abdominal pain, anemia, placenta were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration'), fallopian tube perforation ('perforation: fallopian tubes'), genital haemorrhage ('general abnormal. Bleeding') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), tooth disorder ("other injuries/symptoms: dental problems"), headache ("other injuries/symptoms: headaches") and nausea ("other injuries/symptoms: nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on or around 42345, in the state of texas. Discrepancy noted in essure confirmation test date (B)(6) 2006. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, general abnormal. Bleeding, fallopian tube perforation, uterine perforation, bladder problems, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test results of confirm. Test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, general abnormal. Bleeding, psych injury, pregnancy with contraceptive device, device ineffective, fallopian tube perforation, uterine perforation, bladder problems, vaginal infection, vaginal discharge¸ fatigue, hair loss, dental problems, headaches, nausea, weight gain. Reporter information, date of birth, lab data, essure insertion and removal date were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.